Manufacturer narrative:
Pending additional information from the dentist. Will update report as soon as information is received.

Event description:
It was reported that the implant failed to osseointegrate.